Event description:
During remote monitoring, a drop in battery voltage was noted on the device. Abbott technical support was contacted and suspected premature battery depletion. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of high current drain was confirmed. Based on the provided information, the presented high current was due to an inappropriate handling of the high output event. The current battery measurement returned to normal following the event.